Event description:
It was reported that the catheter was used on an acute myocardial infarction pt. The heart rate was 30 bpm, therefore a pacing catheter was inserted, the pace maker was set as 70 bpm. It was further stated that pacing was unavailable. No pt complications were reported.

Manufacturer narrative:
The device has not been returned for evaluation.